Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the complete investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. This reported event has been reassessed and deemed not reportable based on user facility information. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.

Event description:
Terumo medical corporation received the reported information. The user experienced tracking issues with 6 french angio-seal. No blood loss was reported.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: inventory manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.